Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump stopped working. The insulin pump had a blank display. Customer's blood glucose level was 289 mg/dl. The display did not return after troubleshooting. A few days ago the right side buttons were unresponsive. She took the battery out and got the buttons to work for a little but it would switch. The left side buttons would then be unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.